Event description:
Additional information was received: it was reported that the bifurcated stent graft was found to have migrated due to disease progression and aortic neck angulation. The aneurysm was 12 cm in diameter. There was a type iii endoleak also noted due to stent graft separation. Two endurant stent grafts were implanted and successfully resolved the type iii endoleak and the stent graft migration. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information for this case was received. The patient presented on follow-up with an increasing abdominal aortic aneurysm measuring 13.0 x 11.5 cm (previously 12.4 x 10.7 cm) and a contained ruptured aneurysm. There was no confirmed endoleak. The cause of the aneurysm expansion was reported as undetermined. The physician elected to reline the previously implanted grafts with an endurant 1624156 limb on the right side and a 1616156 endurant limb on the left side, placing them both approximately 3 cm above the flow divider of the aneurx bifurcated stent graft. The physician extended the left iliac with a 161685 aneurx stent graft. On final angiography the ruptured aneurysm appeared resolved. No additional information was provided and no additional clinical sequelae were reported. Exact date of the event is unknown.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an 8.5 cm abdominal aortic aneurysm approximately 26 months ago. The patient had a large left hypogastric artery aneurysm and bilateral common iliac artery aneurysms. It was reported that the left hypogastric was coil embolized and the right hypogastric artery was treated with an 18 x 24 mm flared iliac limb which was recently found to have lost seal and there was a distal type 1 endoleak present. The aneurysm has grown to 10 cm in diameter. This patient was not compliant with follow-up. The distal type 1 endoleak was successfully repaired with an additional flared stent graft and a 28 mm aortic cuff. No additional information was provided and no additional clinical sequelae were reported.

Manufacturer narrative:
Conclusions: (bilateral common iliac artery aneurysms, patient is not compliant to follow-up).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation results: inherent risk of procedure (rupture, aneurysm enlargement). (B)(4).